Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
It was reported that the patient experienced pain, irritation and an infection at the implant site in (B)(6) 2017 (specific date not reported) and subsequently the patient was treated. The infection has since cleared. Additional information has been requested but has not been made available as of the date of this report, may 24, 2017.